Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device failed opcheck for pads-cable/ECG. There was no reported patient or user involvement and no adverse patient/user impact.

Event description:
The customer reported that the device failed opcheck for pads-cable/ECG. There was no reported patient or user involvement and no adverse patient/user impact. One power pca was returned for failure analysis. The reported problem was verified during lab tests. The chip resistor r129 was found to be open.